Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient's dexcom app alerted to egv 40mg/dl. Then the egv went up immediately to 75 mg/dl, then back to 40. He said the egv were jumpy. He was having chest pain. The dexcom app stared showing brief sensor issue. He check the bg or take any treatment. His colleague took him to the hospital. At the emergency room (ER), the bg was 400 mg/dl while the dexcom app was showing brief sensor issue. He was given IV fluids and had cardiac testing. He was discharged at 10pm with a beta blocker prescription. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.